Manufacturer narrative:
Pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. However, a64 alarm during self test due to faulty y1/rf board. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported receiving an error alarm on the insulin pump. The insulin pump's alarm history also showed a no delivery alarm had recently been returned. Blood glucose level was 163 mg/dl at the time of the call. No further information was provided.